Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately calcified and mildly tortuous vessel in the proximal left anterior descending artery (plad). The 3.0x12 mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated once to 18 atmospheres (atm). The balloon was inflated for 5 seconds until it ruptured. The bdc was removed without further issue and the procedure completed with a non-abbott balloon. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.